Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission :08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: during investigation, the battery compartment was found to be cracked. A leak test failed due to a battery compartment cracked. The complaint of moisture in the pump was unable to be duplicated. There was no moisture found in the battery compartment. The pump was opened and there was no moisture found.